Event description:
It was reported that lead dislodgement was observed. The lead was explanted and replaced.

Manufacturer narrative:
Please retract this MDR 2017865-2012-04666. The serial number was incorrectly reported. The correct serial number is (B)(4). Duplicate report with correct serial number was filed on (B)(4) 2012, 2017865-2012-05414.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.